Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
The patient via manufacturing representative reported that they could not turn their stimulation off, thus had to let it go dead in order for it to be turned off. The patient stated that the stimulation was too strong, which is why they wanted to turn it off. The patient noted that they feel as if the leads are pushing into their spine when they lay on their stomach, causing tingling and additional pain. At the time of the report it was noted that the patient¿s device was in overdischarge, as it hadn¿t been charged in 9 months. Additional information indicated that the patient met with the manufacturing representative on (B)(6) 2016, and a power on reset was done. The patient¿s device was able to be pulled out of overdischarge, and the battery was charged to 3/4 during the appointment. The patient was reprogrammed to cover their painful areas, with good coverage in their right hip and leg. However, the patient also expressed that they were experiencing tingling in their feet with the system on or off, thus wanted to have the device explant ed. The patient was scheduled for explant surgery on (B)(6) 2016. Indication for use is failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.